Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. Records indicate that the intraocular lens (iol) zmb00u0205 was released within specifications and without any non-conformances or deviations. Visual examination of the returned iol was performed. Visual inspection with the unaided eye shows that both haptics of the lens are missing. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The optic is damaged; a large scratch is present. Because of the condition of the return sample a diopter measurement or optical method is not possible. The condition of the returned iol is most likely due to the explant process. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to intolerance to the multifocal lens as well as the patient being unable to tolerate rings at night. A new lens was implanted in the eye. No further information has been provided.